Event description:
The contact stated that the patient had a pre-existing condition known as "floppy iris syndrome" due to intake of flomax. During insertion of a aq2010v 3 piece silicone lens, there was poor visualization due to the rotation. At this time, the capsular tear and zonular dehiscence was observed which prompted removal of this lens. The lens was cut into pieces to remove from the eye, and an anterior vitrectomy was performed. An anterior chamber lens was then placed and surgery was completed after the wound was sutured. The injector model that was used was an msi-tm and the cartridge model that was used was an aq cartridge fp. The contact was unable to provide the injector and cartridge lot numbers.